Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient on impella support in the cath lab woke up agitated and pulled the sheath away. The md took out the repositioning sheath and exchanged it with a new one. The patient however experienced heavy bleeding and hematoma at the access site and for that reason the medical team decided that it was better to explant impella.

Manufacturer narrative:
The investigation into access site bleeding issue has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the access site bleeding issue was patient movement related.